Manufacturer narrative:
The synchroseal instrument has been returned and evaluated by the failure analysis (fa) team. Visual inspection found the spring dislodged from its original position at the proximal end. As a result of the dislodged spring, the jaws did not open and close properly. The instrument exhibited imprecise motion during gripping and un-gripping. The grip tips moved within the joint limits and in the commanded direction, however a lag or delay in the motion that was observed.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the synchroseal instrument stopped working. The procedure was completed with no reported injury.